Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the roller pump was tripping the line isolation monitor causing an alarm. The user disconnected the cardioplegia safety cable to resolve the issue. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.